Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change for eri, the right atrial (ra) lead impedance was high. The impedance graph showed a slow rise over the last year. The capture threshold was also high. A venogram was performed showing the subclavian was open. The ra lead was capped and replaced on (B)(6) 2021. There were no adverse health consequences to the patient.